Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a insulin flow blocked alarm. Customer verified connection was secure by gently tugging on the connector. Customer advised to replace plunger and manually push plunger very slowly, while keeping the reservoir straight, and insulin did not exit the tubing and manual plunger push. The customer stated they were not able to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.